Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet attachment. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). There was difficulty with imaging due to the echosonographer experience. Two mitraclips were implanted reducing mr to grade 2-3. On (B)(6) 2020 the patient underwent a transthoracic echocardiogram which found a suspected single leaflet device attachment and mr grade 3. The patient had fatigue and loss of appetite as well. On (B)(6) 2020 another mitraclip procedure was performed. The third mitraclip was successfully implanted without incident. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). There was difficulty with imaging due to the echosonographer experience. Two mitraclips were implanted reducing mr to grade 2-3. On (B)(6) 2020 the patient underwent a transthoracic echocardiogram which found a suspected single leaflet device attachment and mr grade 3. The patient had fatigue and loss of appetite as well. On (B)(6) 2020 another mitraclip procedure was performed. The third mitraclip was successfully implanted without incident. Subsequent to the previously filed report, additional information was received that the single leaflet device attachment was confirmed on the (B)(6) 2020 echocardiogram. Mr grade was 4. It was the posterior leaflet that had come out of the original mitraclip. The reclip procedure on 8/11/2020 was performed at a different hospital than the first mitraclip procedure. Mr was reduced to grade 3. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on all available information, a cause for the reported slda could not be determined. The reported poor imaging was due to procedural circumstances. The reported mitral regurgitation (mr) and fatigue were cascading events of the reported slda (single leaflet device attachment). The reported patient effects of fatigue and mr are included in the mitraclip ntr/xtr, u.s instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na